Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaking. Customer stated that leak occurred at snap cap of reservoir barrel. There were no cracks or splits in the barrel. Leak passed the first o ring and the second o ring. Insulin was not visible in the insulin pump. No harm requiring medical intervention was reported. Reservoir will not be returned for analysis.